Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 02dec2017 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "main drawer not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that in drawers 4.1 and 4.2, it was found that the drawer had no lights. The t-board was replaced, but the issue was not resolved. The drawer controller for 4.1 and the retractor band were replaced. The drawer booted up without issues and the firmware was updated. During dchu visual inspection p/n: 353844-01: was received with copper strands in contact with adjacent copper strands. P/n: 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 151630-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: failed the dmm testing due to low resistance measurement between tp502 and tp505. P/n: 151630-01: failed the dmm testing due to high resistance measurement on component f201. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "main drawer not detected on bus" was due to: crossed continuity between adjacent copper strands of both "assy retractor dwr hh cubie" (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode d501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh" (p/n: 151630-01) caused by an open fuse (f201), which compromised the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer 4 was not detected on bus. The customer tried to reboot and checked cables in back, still issue persiste. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie there were no adverse events or injuries reported based on this event.